Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leaking filter was confirmed. Leaking was observed to occur while draining the set of its existing contents. The probable cause of the leak was determined to be a damaged filter vent, though the source of the damage could not be visualized.

Manufacturer narrative:
Concomitant medical products: IV venous port; IV bag of normal saline; therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that ixabepilone was infusing for 3 hours with a secondary bag of normal saline for IV flushes . A leak was noticed coming from the filter and dripping on to the floor. No patient harm reported. The spill kit was accessed and area cleaned according to protocol.